Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent otw was implanted in the upper esophagus to treat a tracheoesophageal fistula during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. Post stent placement, on (B)(6) 2024, an x-ray was performed and it revealed that the stent had migrated distally for approximately 2cm. On (B)(6) 2024, the stent was scheduled to be removed. However, the patient went into cardiac arrest and the patient passed away prior to stent removal procedure. In the physician's assessment, the stent was not related to patient's death.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration.